Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's hip on (B)(6) 2019. In reporting a revision of the patient's hip on (B)(6) 2019 (pi 2196111), the rep provided webops reports for a hip revision on (B)(6) 2018 where an entire stryker hip construct was implanted. On (B)(6) 2019, the restoration modular stem construct, adm poly insert, and 28 +4 delta ceramic head were revised to another restoration modular stem construct, adm poly insert, and 28 +0 delta ceramic head.